Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touch screen was intermittently unresponsive or delayed in responding. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer resolved the issue by turning the display off and on again by selecting the wake button twice. At time of speaking with tandem technical support, the touchscreen was found to be functioning properly.